Event description:
No additional information received from customer.

Manufacturer narrative:
Updated field(s): h2, h3, h6, h11. Corrected field: h4. The device manufacture date 6/24/24 previously was sent in error should have been 6/5/2024. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, it was not possible to identify the cause of the incident, however, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device knife wire was fractured. The issue occurred during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide a corrected to the following field: d4 lot number.

Event description:
No additional information provided by the customer.